Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the error, "fov (field of view) preview could not be previewed with rotated image, please reset image to 0 degrees" appeared on the pre-op and post-op images. If this happens instructed to zero the image again on the mvs (mobile viewing station) keyboard. This should allow for the image to go back to zero point and function. Asm called in after the case so troubleshooting was not performed at the time of call. In troubleshooting, rep confirmed they were not using wag or gantry tilt. Ts recommended rehoming the system, then performing a hard reboot. Ts recommended pressing the "0" key to reset the images if they were adjusted oblique at all. Patient was present. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and was able to determine that user error was the result of the call being reported. Worked with sales/clinical rep to explain pressing the 'zero' button would set the system back to original position before starting the 3d spin. This should resolve field of view. System had been used on multiple cases since call reported and no issues were present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.